Event description:
Irritable reaction in both knees, knee swelling. Info was received on 15-nov-2006 from two physicians regarding a female pt with a medical history of approx three series of previous synvisc treatment in both knees, who experienced irritable reaction in both knees. The pt began treatment with synvisc in 2006. The pt received the first injection of the new series of synvisc into both knees. The next day, the pt experienced irritable reaction in both knees. The physician reported that he aspirated the right knee and 68 ml of clear serous fluid were withdrawn. The assessment of the severity and the relationship between the adverse event and synvisc were not provided per the physician. At the time of this report, the pt's outcome was unk. Add'l info was received on 09 january 2007 from the physician. He reported that the pt suffered from swelling after the injection of synvisc. On an unk date the pt received an injection of corticosteroid into the knee(s) (unspecified). It was unk if synvisc treatment was continued. At the time of this report the pt had recovered. An injection of corticosteroid into the knee.